Manufacturer narrative:
The cause for the discordant rubella m results with the alternate method is unknown. It is unknown which method result is correct. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "specimens taken early during the acute phase of infection may not contain detectable levels of igm antibody to rubella virus. A negative result for igm antibodies to rubella virus does not preclude a recent primary infection."

Event description:
Negative advia centaur xp rubella m (rub m) results were obtained for samples from several patients during a method comparison with an alternate method. The patient samples were negative in comparison to the equivocal or reactive results of the alternate method. Patient results were not released. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella m result.